Event description:
It was reported that the arterial catheter had been in use for approx 2 days when it became separated. Efforts to remove the approx 1 1/2" piece, both under local and general anesthesia were unsuccessful. There are no further attempts planned and the patient has been discharged.